Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to bad threshold and stretched helix. The physician tried to pull out the lead because the threshold was bad and applying much force, the helix stretched. The lead was never in service. No adverse patient effects were reported.